Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 20-apr-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that the patient had an MRI in december that showed one of their lead wires had migrated a tiny bit toward their spine. Caller stated around that same time the patient started to have an increase in pain episodes, with an increase in pain the past 5-6 days. Caller stated they have spoken to the patient's doctors who had said to take a little pill here and there. Caller inquired as to reprogramming; agent provided nas and the caller was redirected to hcp and manufacturer representative (rep) to further address.